Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a blank display issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/06/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated as the pump powered on to a clear and legible display. Unrelated to the original complaint, the pump case was noted to be cracked. The pump was opened up and moisture damage was found on the display flex connector and under the keypad support bracket.

Manufacturer narrative:
Follow-up #2 date of submission 04/07/2017 - correction to serial #.